Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the defibrillator would not deliver a synchronized shock. The device was in use on a patient at the time of the reported issue, however there was no reported adverse event to the patient or user.

Manufacturer narrative:
This device was not serviced by a philips employee and the customer has declined to provide philips any further information.